Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the high/low glucose alarm did not trigger from the adc device. The customer indicated experiencing symptoms described as " sugar shock, shortness of breath, pale face" and received unknown treatment from a non-healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the high/low glucose alarm did not trigger from the adc device. The customer indicated experiencing symptoms described as " sugar shock, shortness of breath, pale face" and received unknown treatment from a non-healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 (additional mfg) narrative was incorrectly documented in the previous report. The correct section h10 (additional mfg) has been updated.